Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded battery tube, corroded electronic assemblies and corroded motor home switch. Device unable to verify pump error 4, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Device received with cracked keypad overlay, pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a motor arm which cannot communicate with the main arm and critical pump error alarm. The customer stated they gave bolus themselves after the meal and insulin pump started alarming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.